Manufacturer narrative:
The investigation was completed by our experts with the following results. Log file analysis showed that the system displayed error messages indicating that the system could recover by pressing and releasing the emergency stop button. However, this was not possible as further investigation confirmed that the displace sensor was defective. As a result, the system was unable to determine its position, which is also reflected in the log files. This issue prevented the system from performing any movements, including those in override mode. The displace sensor was replaced by siemens service organization, and the issue was resolved. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis icono biplane system. During an emergency patient procedure, system movements were not available. The patient had to be moved, and the procedure was completed on an alternative system. No health consequences for the involved patient were communicated.